Event description:
Customer reported that during training, autopulse resuscitation system was being used on a half torso manikin. When the board sized down, ua45 (user advisory 45) was seen on the display screen. Customer has replicated this problem multiple times and would like this board sent in for repair. No adverse event reported.

Manufacturer narrative:
The reported complaint of "user advisory 45 (not at home position after power-on/restart) was seen" could not be duplicated because the board was not returned for investigation. Three attempts were made via telephone to contact the customer regarding device return (one attempt was made on (B)(4) 2012, a second attempt was made on (B)(4) 2012 and a final attempt was made on (B)(4) 2012). The customer was unresponsive to all three attempts. Probable causes for a ua 45 are if the lifeband clip is removed when the shaft is not at the home position, if during normal operation of the device the user/pt lifts the lifeband quickly on one side, or if the lifeband is not fully extended when the user is pulling up on it. However, as the product was not returned for investigation, it is not possible to confirm the failure, and determine the cause. A supplemental report will be filed if the device is returned for eval.